Manufacturer narrative:
During a service call, the customer reported observing a burning smell coming from their a c16000 serial number (B)(4). The field service engineer (fse) on site checked the instrument and found smoke coming from the r2a pm sensor ((B)(4)). The system was powered off and the fse removed the pm sensor and its assembly that was damaged by melting. The r2a pm sensor and cable assembly was replaced. Instrument operation was checked by performing quality control which was acceptable confirming normal function of the architect system. There were no injuries reported. Subsequent complaints of this issue on architect c16000 (serial number (B)(4)) have not been reported. Review of ticket search of the pm sensor assembly by serial#/lot# only identified this current complaint. Review of 12 months of trending data did not identify any adverse trends or any non-statistical trends or any atypical complaint activity associated with this described issue. The risk reduction for safety hazards on dallas- site diagnostic equipment and accessories memo dated (B)(4) 2012 indicates the architect c16000 systems are certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". In addition, the safety standards require double protection against electric shock. The abbott diagnostic division performs an in-depth risk analysis equivalent to iso/iec 14971 which ensures that the overall residual risk is at a minimum level. The architect system operations manual provides adequate instructions regarding electrical specifications and requirements, electrical hazards, emergency shutdown procedures, and elements of electrical safety for the architect systems. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Based on the available information reviewed, this information reasonably suggests a malfunction occurred however a deficiency of the pm sensor assembly ((B)(4)) for lot# 85320-101 was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account stated the operator noticed a burning smell coming from the architect c16000. When the instrument was checked, smoke was observed from the r2b pressure monitor sensor connector which was melting the connector together with two of the wire cables. The instrument was turned off and the sensor removed by the abbott field service representative. No operator injury was reported.